Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve was recaptured twice and re-advanced across the annulus before being successfully implanted. It was reported the patient did not regain consciousness after the procedure and was diagnosed with a stroke. The exact cause of the stroke is unknown, but the physician reported the recaptures or multiple passes across the aortic arch may have been a contributing factor. No additional adverse patient effects were reported.

Manufacturer narrative:
Conclusion: angiographic records submitted for review showed a correct valve load but do not confirm the recapturing or the cause of the stroke. The executive summary submitted for this case did show the patient had annular and left ventricular outflow tract (lvot) calcium. The exact cause of the stroke is unknown, but the physician reported the recaptures or multiple passes across the aortic arch may have been a contributing factor. Cerebral infarction is a known potential adverse effect per the device instructions for use (IFU). Ischemic strokes have many etiologies including embolization of calcific debris and is highly dependent on patient medical history and procedural factors. Based on the limited evidence available, the cause of the adverse event cannot be conclusively determined, and a relationship between the device and the event could not be established. There is no information to suggest a device malfunction or a failure to meet specifications that may have caused or contributed to this event. If information is provided in the future, a supplemental report will be issued.